Event description:
A report was received that the patient's ipg was not functioning properly. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that this event was previously reported in MFR report #: 3006630150-2016-02081.

Event description:
A report was received that the patient's ipg was not functioning properly. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was not functioning properly. The patient will undergo an ipg replacement procedure.